Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an abdominal aortic aneurysm and a unilateral right common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On an unknown date the patient the patient complained of left side claudication. On an unknown date, follow computed tomography (CT) determined compression of the left ipsilateral limb at the level of the flow divider. On (B)(6) 2022, the patient underwent reintervention and angiojet thrombectomy was performed followed by placement of a gore® viabahn® vbx balloon expandable endoprosthesis in the area of compression. Intravascular ultrasound (ivus) was used to confirm patency of the graft. The patient tolerated the procedure.

Manufacturer narrative:
The device evaluation was performed only based on what was reported to gore as the device was not returned for analysis and imaging of the reported compression were unavailable. Without a physical device or images, the physician¿s observation that ¿compression of the left ipsilateral limb at the level of the flow divider¿, could not be evaluated. The likely cause for the reported compression at the flow divider could not be determined with the available information. H6: code 213: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
Added h6: conclusion code.